Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a prepped 23 french sheath and impella 5.5 pump were placed for a patient admitted in from a community hospital to the tertiary with cardiac history. The 23 french sheath failed to flush. The sheath was replaced due to the priming issue without harm or injury and support was placed. There was oozing/bleeding from the femoral surgical site that was remedied with stitching.

Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of the access site bleeding was determined to be use issue because the bleeding was resolved and the hemostasis was achieved by using sutures.